Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak could not be confirmed on the pre-implant films provided; therefore, the cause of the event could not be determined. Complete pre-implant cts were not available for a thorough assessment of the pre-implant anatomy and post-implant cts, which could allow for assessment of the stent graft in vivo configuration were not available for review. It is possible that the patients tortuous neck and the noted pre-existing dissection may have contributed, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (etbf3616c145ej) was implanted during the endovascular treatment of a 57mm abdominal aortic aneurysm. A bulge from a dissection was identified in the proximal neck region under the renal artery. It was reported during the index procedure, etbf3616c145ejy was implanted to cover the portion of the bulge at the dissection. Final contrast study revealed no influx into the abdominal aneurysm; however, an endoleak into the bulge on the neck was confirmed. The physician determined that it would be difficult to extend the proximal portion with a cuff, so the procedure was terminated. Per the physician the cause of the type ia endoleak was due to the patients anatomy. It was noted that the distance between the renal artery to the bulge / swelling was shorter than expected, so the blood flow could not be controlled. No additional clinical sequelae were reported, and the patient will be monitored.